Event description:
As reported by the user facility (translation of user facility information by (B)(6)): the pump was not functioning - less than 10% of its volume was dropping out during 4 days, although it was set to 120 hours.

Manufacturer narrative:
This report has been identified as (B)(4). The device is currently on shipping from (B)(6) for investigation. We have informed our production site accordingly. We did check system for the easypump ii lt 300-150-s product code 4540034, batch no. 2d0928er11, found that this batch was manufactured on april 9, 2012 and did not find any nonconforming and the result of flow rate testing after sterilization for product final release of all 8 samples are within specifications. A follow-up report will be provided after the inspection results are available.